Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device became stuck on the patient's tissue after activation. The tissue needed to be resected in order to remove the device. Another lf1637 ligasure was used to complete the case and there was no loss of blood or patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 05/18/2016. Date of follow-up report: 06/29/2016. The reported condition that the device became stuck on tissue was not confirmed. Inspection noted that the jaws were clean. The mechanical function of the latch was normal. After repeated activations, some tissue sticking to the jaws was noted. The jaws released and opened when forward pressure was applied to the handle. The jaws did not get stuck on the tissue. The investigation found the device to function normally. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. The IFU instructs the user to open the jaws by pushing forward on the lever. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.